Event description:
Possible over infusion of diprovan while pt was on ventilator. Pump set at 8cc/hr, volume to be infused 100ml, 40 mins later 100ml infused, pump reading 6ml infused. Bio med confirmed free flow condition while pump set at 125 ml/hr rate set. While not on pt. No change in pt condition after over infusion.